Event description:
It was reported the patient underwent a revision approximately one (1) month post-implantation due to an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: proposed component code : mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Upon receipt of additional information and reassessment of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Upon receipt of additional information and reassessment of the reported event, it was determined to be not reportable. The initial report should be voided.